Event description:
Reporter stated, "in august or september 1990, the plaintiff underwent surgery for a replacement of her right hip. On april 21, 1992, it was reported that the system had failed and the plaintiff underwent a second surgery to remove a portion of the implanted system that allegedly had failed."